Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom technical support on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's son cannot confirm if patient was wearing dexcom equipment at the time of death. Patient's son stated that patient was awaiting a dexcom shipment, but is not sure what the shipment entails. Patient's son stated that the patient's blood glucose (bg) levels were running high the day prior to the reported event. Patient's bg levels were reported to be over 500mg/dl. Patient's son reported that patient passed away in his sleep. Patient was found by his older brother. Patient was not taken to the hospital. Patient's son stated that patient was pronounced dead at the scene, and taken straight to the morgue. The exact cause of death is unknown. Patient's son stated that patient was taking numerous medications at the time of death. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired on (B)(6) 2015. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.